Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9296079. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-10-23. Medical device lot #: 9266952. Medical device expiration date: 2024-09-30. Device manufacture date: 2019-09-23. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml ls had foreign matter inside the syringe. This occurred on 1800 occasions before use. The following information was provided by the initial reporter: complaint from private laboratory. The user complained that excessive lubricant was found inside the syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2020. H.6. Investigation: three photos and one actual sample were received by our quality team for evaluation. From the photos, it was observed that there were visible droplets on the top web. Upon visual inspection of the samples, it was observed that there was excessive silicone on the rubber stopper; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the investigation, the probable root cause of the excessive silicone happened at the assembly station during production. The silicone gun was replaced.

Event description:
It was reported that syringe 10ml ls had foreign matter inside the syringe. This occurred on 1800 occasions before use. The following information was provided by the initial reporter: complaint from private laboratory. The user complained that excessive lubricant was found inside the syringes.